Event description:
It was reported there were high impedances measured following a battery replacement. All electrode pairs containing electrode 3 were showing impedance results greater than 4,000 ohms. The patient¿s original program was 3- and 1+ so the nurse was struggling to control the patient¿s symptoms. Reprogramming was noted. During the last post-operative check, the patient reported that sometimes stimulation was on and ¿other times¿ they could not feel it despite the battery being switched on continuously. The impedances were checked again and now they were getting readings that were ¿quite high¿ (greater than 1,500 ohms) on pairs c and 3, 1 and 3, and 2 and 3. The patient was still getting a sensation however on their original program at 4.5v. About two weeks later, it was stated the program the patient was using was not effective and they were to try a different program. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0204806529, product type: lead. (B)(4).